Manufacturer narrative:
Reference and lot number of the device are not available at this time. Preliminary investigation performed on 15 march 2018 by r and d product manager based on the picture received: from the received photo it is not possible to understand the root cause of the event. It is possible that the bending force applied to the drill bit was too high providing a breakage of the instrument, but we do not have the certainty of the root cause.

Event description:
While drilling for a screw in the acetabulum the drill bit broke. All pieces were recovered. The surgery was delayed approximately 15 minutes. The surgery was completed successfully using another bit.